Manufacturer narrative:
The involved device has not been returned for eval. Evaluation of a reserve sample from the reported lot confirmed there where no abnormalities. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although, the cause cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The event description is consistent with damage to the glidewire due to manipulation against a metal or other sharp surface. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in abrasion of the polyurethane coating. For example, the IFU states, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." All available information has been forwarded to the manufacturing facility, for appropriate tracking, trending and follow-up.